Event description:
A purposeful, manual removal of an ro marker was performed to demonstrate the ease, the facility feels, of the detachment. There are two add'l, but separate events associated with this malfunction, 6000122-2006-00009 and 6000122-2006-00011.